Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: this is a single use laparoscopic balloon port. Ref cff33 11x100mm. It was used during a laparoscopic cholecystectomy. Port has a double seal inside which prevents the gas from leaking. Upon insertion of the ecosac for specimen retrieval, parts of the seal came off into the patient's abdominal cavity. A clear and a rubbery part. Surgical team thoroughly checked the abdominal cavity for possible smaller parts, scrub and circulating practitioners also physically inspected the said broken port and were satisfied that all parts were there and none left inside the patient. Type of intervention: scrub and circulating practitioners inspected the broken part and were satisfied that all parts were there and no left inside patient. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the dislodged shield was caused by an asymmetrical instrument that was inserted in a non-axial manner such as an ecosac. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records, and no documents were identified.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: this is a single use laparoscopic balloon port. Ref cff33 11x100mm. It was used during a laparoscopic cholecystectomy. Port has a double seal inside which prevents the gas from leaking. Upon insertion of the ecosac for specimen retrieval, parts of the seal came off into the patient's abdominal cavity. A clear and a rubbery part. Surgical team thoroughly checked the abdominal cavity for possible smaller parts, scrub and circulating practitioners also physically inspected the said broken port and were satisfied that all parts were there and none left inside the patient. Type of intervention: scrub and circulating practitioners inspected the broken part and were satisfied that all parts were there and no left inside patient. Patient status: no patient injury or illness was reported.